Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet touchscreen cracked after the patient fell onto the pump, rendering the device nonfunctional and no longer watertight; blood glucose was reportedly unaffected, and a replacement device was arranged with instructions to back up therapy as needed. Symptoms included no adverse clinical effects. Outcomes included no impact on activities of daily living and no medical intervention. Investigation included a review of the service history and return logistics. Investigation of this device revealed damage to the display assembly consistent with external physical impact, resulting in loss of device function and seal integrity. It was concluded, based on previously established findings for similar reports, that the cause was product damage due to user-induced external impact.